Event description:
Related manufacturer reference number: 3006705815-2023-02367 it was reported that the patient experienced ineffective therapy and pain at their ipg site. Surgical intervention occurred on (B)(6) 2023 during which the system was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Exact date of event is unknown.